Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined and no issues were identified. The device was given functional testing and found to heat fluid to 41.9 degrees c as per specifications. The reported issue was not confirmed during testing.

Event description:
It was reported the device would not heat. No adverse effects reported.